Event description:
It was reported a red alert was received due to high out-of-range (oor) pacing impedance on this right ventricular (rv) lead. The value was noted to be saturated. At this time, the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).